Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergen in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number or catalog number. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required. "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases."

Event description:
Company representative reported an "erosion through stomach wall" with a patient's lap-band system. The problem was first observed when "patient presented with no restriction from multiple fluid adjustments." It was also reported the patient's lap-band system "was terribly infected." The lap-band system was removed. Additional information: healthcare professional reported that no infection was noted, but the removed device was "green brown discolored."